Event description:
During a new pump placement procedure, the physician had difficulty placing the suterless connector (sc) on the pump and thought it might be "faulty". The sc connector was replaced. Patient sustained no injury and recovered without sequelae. The pump had saline at the time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis was completed for the 8709sc catheter and revealed some tearing on the rim of the sc cup. This was believed to have been caused during an attempt to implant (the physician stated they had difficulty). Patency and pressure lab testing passed, and did not have difficulty installing the sc on an outlet port of a synchromed pump. Additional evaluation: methods - medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.